Event description:
During preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading into the delivery tube. The report did not provide any further information. No patient involvement was reported.